Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data, the tsc determined that user error contributed to the event. The customer centrifuged the samples at a fixed angle for 10 minutes. The tube manufacturer recommends 1100-1300g for 15 minutes to obtain a clear sample. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three (3) discordant low sodium (na) results were generated by the dimension xpand plus with hm system. The results were reported out of the laboratory. The patient samples were retested and yielded results within expectations. The customer issued corrected reports to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.